Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient received a batch of bad cassettes and has been using more than one per day due to this. Patient had a backup device to switch to in order to continue their life-sustaining infusion. There was no patient, or clinician injury associated with this event. No further details provided.

Manufacturer narrative:
Additional information was received on (B)(6) 2022: patient date of birth was provided ((B)(6) 1956). No further information is needed. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis was completed and the results were submitted with the initial rr-48376. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d1: correction: brand name: cadd cassette reservoirs - flow stop